Manufacturer narrative:
The explanted device was not returned as it was discarded by the medical facility.

Event description:
A report was received that the patient was having trouble charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.